Manufacturer narrative:
The device is expected to be returned; however; the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly at 50% battery life and became unresponsive. A short time later, the pump screen and led lights were noted to be flashing, then the pump became unresponsive again. There wa sno impact to the customer's blood glucose level.